Manufacturer narrative:
(B)(6) 2016 08:45 am (gmt-5:00) added by (B)(6) ((B)(4)): a lot history record review was completed for lots 25118760 and 25119348 the only 2 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro, the patient experienced an episode of subcutaneous co2 infiltration into the surrounding tissue and scrotum. The harvester found the insufflator set to a pressure of 15 and not the IFU settings of 10-12. The harvester believes the insufflator was returned to a default and not checked by the team prior to the procedure. The hospital also stated that the scrotum reduced to normal size and the surrounding tissue returned to normal within 15 minutes post procedure. The or team did set the infusion pressure to the appropriate limits when the infiltration was noticed. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro, the patient experienced an episode of subcutaneous co2 infiltration into the surrounding tissue and scrotum. The harvester found the insufflator set to a pressure of 15 and not the IFU settings of 10-12. The harvester believes the insufflator was returned to a default and not checked by the team prior to the procedure. The hospital also stated that the scrotum reduced to normal size and the surrounding tissue returned to normal within 15 minutes post procedure. The or team did set the infusion pressure to the appropriate limits when the infiltration was noticed. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 10:11 am (gmt-5:00) added by (B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro, the patient experienced an episode of subcutaneous co2 infiltration into the surrounding tissue and scrotum. The harvester found the insufflator set to a pressure of 15 and not the IFU settings of 10-12. The harvester believes the insufflator was returned to a default and not checked by the team prior to the procedure. The hospital also stated that the scrotum reduced to normal size and the surrounding tissue returned to normal within 15 minutes post procedure. The or team did set the infusion pressure to the appropriate limits when the infiltration was noticed. The hospital did not report any patient effects.